Manufacturer narrative:
A ge service rep performed an onsite investigation. The aj57 cable was evaluated and re-connected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.